Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: no problems or issues were identified during the device history record review. Additional information: b5. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence.if the occurrence of this issue increases significantly, additional investigative action will be taken. A review of the event history log identified syringe plunger not in place. Updated h6: evaluation code conclusion.

Event description:
Additional information received via email:the event occurred during bench test. There was no patient involvement.

Manufacturer narrative:
One (B)(6) medfusion pump was returned for analysis for plunger sensor error. No physical damage was identified during the physical inspection. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed. Service replaced plunger board for preventive and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a plunger sensor error was experienced.